Manufacturer narrative:
A direct correlation between the left ventricular assist device (lvad) and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 14 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. The patient was reported to have hemoglobin drop to 7.3 g/dl on (B)(6) 2017 while in rehabilitation. The patient was transfused with a total of 13 units of packed red blood cells. The patient underwent an upper endoscopy which was negative for bleeding, and a video capsule study, which was positive for bleeding and eventual enteroscopy. Three clips were placed in the jejunum. No additional information was provided.